Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the product found that the battery door is missing, the liqui-label shows moisture exposure and the battery contacts are corroded. The alarm does not power on when using batteries. The alarm does power on when using the 9v ac power adapter however the volume is low. Note: the posey keepsafe deluxe is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).

Event description:
The distributor did not provide any specific information as to the reason for the return of the product. There was no patient incident or injury reported.